Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall alarms after a supply change, coincident with rising blood glucose, leading the caregiver to disconnect the device and manage glucose with subcutaneous insulin using the patient¿s prior therapy before later resuming pump use with new supplies; the alarms recurred after another supply change. Symptoms included hyperglycemia with reported readings exceeding the device display and caregiver report. Outcomes included temporary discontinuation of pump therapy and transition to manual insulin delivery until glucose recovery, followed by resumption of pump therapy. Investigation included troubleshooting and user education regarding alarm response and supply replacement. Investigation of this case revealed a consecutive motor stall condition consistent with a stalled insulin delivery mechanism associated with the pump motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent motor stall leading to interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.